Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that daughter's insulin pump suspended due to sensor issue. Customer stated there was large difference in sensor and blood glucose readings. Troubleshooting was done. Customer's blood glucose was 230 mg/dl. Customer stated the current sensor was bent when she removed it. Advised the customer the sensor would be replaced. No further information provided.